Event description:
It was reported that a user experienced hyperglycemia after attempting to announce a meal while using the ilet with a g7 sensor and a 6 mm, 23" infusion set; a helper later discovered the infusion set tubing was disconnected from the pump, and the user reconnected it and performed an infusion set change with guidance. Symptoms included elevated blood glucose confirmed by fingerstick at 407 mg/dl. Outcomes included a subsequent decrease in glucose following reconnection and set change, with no alerts or alarms reported and no hospitalization. Investigation included customer service troubleshooting and user education focused on infusion set integrity and replacement. Investigation of this case revealed a likely interruption of insulin delivery due to a disconnected infusion set, with no device alarms reported and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.